Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim#: (B)(4).

Event description:
The reporter indicated that an 13.7 length implantable collamer lens was implanted into the patient's left eye (os). A possible lens exchange for a 13.2 length lens may be planned.

Manufacturer narrative:
B5: the reporter indicated that a 13.7mm vticmo13.7 of a -15.0/1.0/089 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for shorter length lens. The problem was resolved. Reportedly, "pt notes less abberrations, sore, still blurry but better" h6: off-label - acd<3.0. Claim# (B)(4).